Event description:
It was reported that during a procedure to revise a lead, the physician noted an output anomaly. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.